Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 596 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Caller declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.